Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and it will reported under (B)(4). H10: the lot number was provided for 4 out of 8 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. For three of the eight malfunctions, medical records were provided and reviewed. Of these three malfunctions, two malfunctions are confirmed for filter tilt and one malfunction is inconclusive for tilt. Medical records were not provided for remaining malfunctions; therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot: gfyj3901, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model dl900f vena cava filter allegedly experienced a malposition of device. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Of the reported patients, three were female ranging between the ages of 45 and 83 years. The age and gender for the remaining patients was not provided and weight was not provided for all the eight patients.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model dl900f vena cava filter allegedly experienced malposition of device. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Of the reported eight malfunctions, five were female of which one female patient weighs 186 pounds and two female patients ages were ranged from 45 to 83 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the nine reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2020-06382. H10: the lot number was provided for 4 out of 8 malfunctions; therefore, a lot history review were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for five malfunctions of which one included images. Medical records were not provided for three malfunctions, therefore the investigation is inconclusive for the reported tilt. Two malfunctions are confirmed for the reported tilt. The remaining three malfunctions were inconclusive for the alleged tilt.based on the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: (corporate lot: gfyj3901, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: one of the reported malfunctions was reassessed for reportability and determined to be reportable as a serious injury, and was reported under 1235146 m-MDR. H10: of the remaining 8 malfunctions, the lot number was provided for 4 out of 8 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. For four of the eight malfunctions, medical records were provided and reviewed. Of these four malfunctions, two malfunctions are confirmed for filter tilt and two malfunctions are inconclusive for tilt. Medical records were not provided for remaining malfunctions; therefore, the investigation is inconclusive for filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot: gfyj3901, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the information indicates that model dl900f vena cava filter allegedly experienced a malposition of device. This information came from various sources. All eight malfunctions involved a patient with no patient consequences. Of the reported patients, four were female ranging between the ages of 45 and 83 years. The age and gender for the remaining patients was not provided and weight was not provided for all the eight patients.

Manufacturer narrative:
For the 9 reported malfunctions, 5 provided lot numbers, and 5 lot history reviews were performed. None of the devices were returned for evaluation. However, one of the malfunctions had a medical record review and the investigation for the reported investigation for the reported malposition of the device was confirmed. The remaining 8 malfunctions are inconclusive for the alleged malposition of device since a device was not returned for further evaluation. A definitive root cause could not be determined. The devices are labeled for single use. (Corporate lot: gfzj0444, gfyj3901).

Event description:
This report summarizes nine malfunctions. A review of the information indicates that model dl900f vena cava filter allegedly experienced a malposition of device. This information came from various sources. All nine malfunctions involved a patient with no patient consequences. One of the reported patients was a (B)(6) year old female. Age, weight, and gender were not provided for the remaining patients.